Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: patient had a heart valve device implanted on (B)(6) 2021. Physician brought the patient to the cath lab to remove the heart valve and deploy a manta. During insertion of a 14fr sheath the wire appeared to be out of the vessel. After repositioning the wire, physician was able to perform an angiogram of the groin that revealed an intact artery with good flow. Surgeon noted the manta was in the tissue tract, not in the vessel. Manta was deployed but bleeding continued. Patient transferred to the or for femoral artery repair. Additional information received, 01apr2021: bmi was above the limit and the physician wanted to use manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following the removal of an impella device, a 14f manta was deployed for closure. Activated clotting time was not performed. The patients bmi was noted at 42 and above the limit which is why the physician wanted to use manta. Arteriotomy was noted as having no calcification. The measured deployment depth for manta was visualized using ultrasound and estimated to be approximately 3cm; however, the manta was deployed at 7cm. During insertion of the 14f sheath the wire appeared to be outside of the vessel. The wire was repositioned, and an angiogram revealed intact artery with good flow. The manta device was deployed, and the bleeding continued. Manual pressure was held for twenty minutes and the patient was transferred to the or. During surgical intervention to address the bleed, the vascular surgeon noted the manta was in the tissue tract and not within the common femoral artery. The root cause of the bleeding is due to tract deployment. Multiple causes for tract deployment have been established. However, the exact cause for this tract deployment is user error for this event; due to the combination of several factors: patient's high bmi, poor choice for the use of manta, no act performed, and an inaccurate deployment depth measurement. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. Risk documentation was reviewed; and tract deployment is a known risk. The IFU warns do not use if the patient has marked obesity or cachexia (bmi >40 kg/m2 or <20 kg/m2). If bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis as a precaution. Procedure requirements: activated clotting time (act) should be below 250 seconds prior to closure. Puncture location using the supplied depth locator must occur prior to step dilation of the vessel and before the large-bore procedure is performed. Step 1: arteriotomy location procedure: prior to step-dilating the artery, the depth locator must be used to locate the vessel wall.